Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) display screen will freeze or the image with shimmer. Once in a while, the display screen will stop accepting touch inputs; and the position of the cursor will not be accurate. When they try to perform the touch screen calibration, the display will lock up, and they will have to reboot the unit to get it to work again. Once they reboot, everything will work for a few months (this is the 3rd time in 2 years this issue has occurred on this cns). The symptoms, at first, were occurring intermittently (within the past two years), and gradually becoming more frequent. As stated by customer, recently the device needed a reboot "every night" to reset the issue. Eventually, the cns stops booting up to the cns software. Last troubleshooting dates: (B)(6) 2021 and (B)(6) 2021. No patient harm was reported. Investigation conclusion: nka repair center evaluated the device. It was noted that the screen "freezes". When that happens, other input devices (keyboard/mouse) are also not working. The screen turns black. Repairs could not be performed since replacement parts are no longer available for model pu-621ra. This product is no longer being manufactured. Customer has been informed of product's end of sale (sunset letter - mmbex 069 [a] - co-1721) on (B)(6), 2018. Review of hazard analysis document # (B)(4) shows the following potential causes: hazard # c001 - failure of screen, potentially caused by vibration, impact, static electricity. Risk mitigation is periodic inspection of the device. Hazard # c002 - failure of a power supply portion, potentially caused by vibration, impact, static electricity. Risk mitigation is periodic inspection of the device. Hazard # c007 - device cannot be operative, potentially caused by failure of the touch panel. Risk mitigation is periodic inspection of the device. Although the potential causes were identified, due to the lack of available replacement parts, it is not possible to narrow down to the exact component causing the reported symptoms. The symptoms, at first, were occurring intermittently (within the past two years), and gradually becoming more frequent. As stated by customer, recently the device needed a reboot "every night" to reset the issue. Eventually, the cns stops booting up to the cns software. Last troubleshooting dates: (B)(6) 2021 and (B)(6) 2021. Device was put in to use on (B)(6) 2011. Review of service history for this serial number shows the following incidents: (B)(6) 2021 (B)(6) - current complaint (B)(6) 2021 (B)(6) - mouse cursor freezes in certain sector on the display. The issue was temporarily resolved by rebooting the cns. Customer swapped the display with another one to resolve the issue. (B)(6) 2020 (B)(6) - lcd screen was "black". Customer replaced the display. (B)(6) 2015 (B)(6) - hard drives replaced in the two occurrences in the last two years (2020 and 2021), customer reported to nka that swapping the display resolved the issues. This suggests a component failure within the cns tower, rather than the display. Considering the age of the device (2011), (B)(4) combined occurrence rate for touch screen and display freezing issues (see risk assessment section), the root cause is attributable to wear and tear. For serial # (B)(6), the first report of display turning black occurred approximately 9 years into its life. Further action is not warranted as residual risks for the failure modes listed above are acceptable the following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b g1 - g8 h1 - h9 the following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 attempt #1 08/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 08/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report b5 describe event or problem d9 device available for evaluation? F6 date uf/importer became aware of event f7 type of report f8 date of this report f10 adverse event problem f11 report sent to FDA? F13 report sent to manufacturer? H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display screen will freeze or the image with shimmer. Once in a while, the display screen will stop accepting touch inputs; and the position of the cursor will not be accurate. When they try to perform the touch screen calibration, the display will lock up, and they will have to reboot the unit to get it to work again. Once they reboot, everything will work for a few months (this is the 3rd time in 2 years this issue has occurred on this cns). The symptoms, at first, were occurring intermittently (within the past two years), and gradually becoming more frequent. As stated by customer, recently the device needed a reboot "every night" to reset the issue. Eventually, the cns stops booting up to the cns software. Last troubleshooting dates: (B)(6) 2021 and (B)(6) 2021. No patient harm was reported.

Manufacturer narrative:
Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display screen will freeze or the image with shimmer. Once in a while, the display screen will stop accepting touch inputs; and the position of the cursor will not be accurate. When they try to perform the touch screen calibration, the display will lock up, and they will have to reboot the unit to get it to work again. Once they reboot, everything will work for a few months (this is the 3rd time in 2 years this issue has occurred on this cns). The customer stated that no impact to patient monitoring since they were able, for the time being, to move the patients to another cns unit. Nihon kohden technical support (tech support) informed the customer that it sounds as if the video card is the cause of the reported problem. The customer stated that they called this issue in to get it recorded in our system. No patient harm was reported.